Event description:
Customer states that the pump is not delivering fluid and that it appears to be the foot pedal. No patient injury was noted.

Manufacturer narrative:
A review of the manufacture records and inspection of the device did not reveal any discrepancies to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the cable on the foot pedal was found damaged.